Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Against hospital policy.

Event description:
Patient had a hip revision. Patient had some pain, the doctor noted that the stem had subsided, and the cup was not properly aligned.